Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic feeling "different." Interrogation revealed loss of left ventricular capture, which was caused by dislodgement of the lead. The lead was explanted and replaced. The patient was stable.